Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the clinic with noise observed on the right ventricular (rv) lead. A lead fracture was confirmed. A revision procedure was performed and both the device and rv lead were explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the clinic with oversensing of noise observed on the right ventricular (rv) lead. A lead fracture was confirmed. A revision procedure was performed and both the device and rv lead were explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.